Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The service engineer replaced the battery and the breath delivery (bd) central processing unit (cpu). The se performed extended self-testing on the device and all tests passed